Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Fire originated where the [oral-b] electric toothbrush was on charging [device catching fire]. Case narrative: consumer via letter reported that the fire originated where the electric toothbrush was on charging. No injury was reported.